Event description:
The lay user/pt contacted lifescan on december 20, 2007 and alleged that her one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on twelve days earlier between 6:30-7:00 am. She had accidentally left the meter on the sink and water went inside the meter. The pt also mentioned that she experienced being lightheaded, weak, and blurry vision after the reported issue began. She reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was determined that based on the info provided there was misuse of the product. The pt was not tested on any other device. This complaint is being reported because the pt alleged she experienced symptoms suggestive of hyperglycemia after the reported issue began. There was misuse of the product. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.